Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead insulation was suspected but it was not confirmed. No intervention has been performed. The patient is stable and will continue to be monitored.